Manufacturer narrative:
This supplemental report is being submitted to provide the additional results of the final investigation and device manufacturing date. Updated fields: h2, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had white residues on both sides of air/water channel. There was no patient involvement.